Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified when the surgeon attempted to remove the clip. The subject clip applier was used for the 1st clip application. The site used a back-up clip applier. The instrument was delayed due to a holiday schedule.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip was not releasing from the 8mm medium-large clip applier instrument appropriately. The clips were partially getting stuck in the medium-large clip instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.